Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Sn: (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >400 mg/dl with the associated symptom of nausea. This combination of blood glucose level and symptom(s) does not meet animas' criteria for a reportable adverse event and is not being reported. The reporter alleged a battery life issue. Animas customer support determined the alarm history indicated battery life was less than expected. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #1: submitted: 11/01/2016. Animas customer technical support determined through troubleshooting that the alleged battery life issue was the result of a training/misuse issue on the part of the user; no pump malfunction was identified.